Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) came in for a follow up visit. Upon interrogation of the device, it was found to be in off mode.